Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via the manufacture representative (rep). It was reported the actions/ interventions taken to resolve the paresthesia that was uncomfortable, shocking and jolting was the device was reprogrammed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a sensation of paresthesia that was uncomfortable (shocking or jolting). At the time of the report, it was unknown what actions were taken and what the outcome of the event was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the paresthesia started on (B)(6)2018. The patient was reprogrammed and they were recovering and the issue was resolving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the event was resolved and the patient recovered on (B)(6) 2019. There were no further complications that have been reported as a result of this event.